Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of the first episode of device breakage ("on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces( during insertion)") and the second episode of device breakage ("tried to retract essure and it broke apart in fallopian tube / coil that broke/ he tried to readjust it and tried to move it and coil started to break apart (during removal)") in a female patient who had essure (batch no. D19659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "handling error". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion failure"). On an unknown date, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube / the pieces of coil with a grasper but he couldn't get it all out -there are about 2- 3mm left (based on x-ray he took) (during removal)"). The patient was treated with surgery (going to go in and laparoscopicaly remove the fallopian tube) and surgery. Essure treatment was not changed. At the time of the report, the last episode of device breakage, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, the first episode of device breakage and the second episode of device breakage with essure. The reporter commented: it was reported that physician have put in about 100 of essure. It had never come apart like this before and he is going to go in and laparoscopicly remove the fallopian tube. Then he tried to place another coil but it wouldn't go through. He has the broken coil pieces but not the inserter that he can return for investigation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jan-2018: final report ticked. Reporter did not respond to final f/u attempt, consider f/u closed. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion failure"). The patient will be treated with surgery (going to go in and laparoscopically remove the fallopian tube). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: he have put in about 100 of essure. It had never come apart like this before and he is going to go in and laparoscopically remove the fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of the first episode of device breakage ("on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces (during insertion)") and the second episode of device breakage ("tried to retract essure and it broke apart in fallopian tube / coil that broke/ he tried to readjust it and tried to move it and coil started to break apart (during removal)") in a female patient who had essure (batch no. D19659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion failure"). On an unknown date, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube / the pieces of coil with a grasper but he couldn't get it all out -there are about 2- 3mm left (based on x-ray he took) (during removal)"). The patient was treated with surgery (going to go in and laparoscopically remove the fallopian tube) and surgery. Essure treatment was not changed. At the time of the report, the last episode of device breakage, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, the first episode of device breakage and the second episode of device breakage with essure. The reporter commented: it was reported that physician have put in about 100 of essure. It had never come apart like this before and he is going to go in and laparoscopically remove the fallopian tube. Then he tried to place another coil but it wouldn't go through. He has the broken coil pieces but not the inserter that he can return for investigation. Most recent follow-up information incorporated above includes: on 11-sep-2017: event term updated as on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces (during insertion) (previously reported as on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces) and events added as tried to retract essure and it broke apart in fallopian tube (during removal) and I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube (during removal). On 18-sep-2017: lot number added (d19659). Events updated as tried to retract essure and it broke apart in fallopian tube / coil that broke/ he tried to readjust it and tried to move it and coil started to break apart (during removal) (previously reported tried to retract essure and it broke apart in fallopian tube (during removal)) and I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube / the pieces of coil with a grasper but he couldn't get it all out -there are about 2- 3mm left (based on x-ray he took) (during removal) (previously reported I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube (during removal)). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of the first episode of device breakage ("on the second side, right side it shredded itself, it come apart/ physician couldn't get all the pieces( during insertion)") and the second episode of device breakage ("tried to retract essure and it broke apart in fallopian tube / coil that broke/ he tried to readjust it and tried to move it and coil started to break apart (during removal)") in a female patient who had essure (batch no. D19659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "handling error". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion failure"). On an unknown date, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("I couldn't get all the pieces/ tried to retract essure and it broke apart in fallopian tube / the pieces of coil with a grasper but he couldn't get it all out -there are about 2- 3mm left (based on x-ray he took) (during removal)"). The patient was treated with surgery (going to go in and laparoscopicaly remove the fallopian tube) and surgery. Essure treatment was not changed. At the time of the report, the last episode of device breakage, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, the first episode of device breakage and the second episode of device breakage with essure. The reporter commented: it was reported that physician have put in about 100 of essure. It had never come apart like this before and he is going to go in and laparoscopicly remove the fallopian tube. Then he tried to place another coil but it wouldn't go through. He has the broken coil pieces but not the inserter that he can return for investigation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2017: quality-safety evaluation of ptc, ptc global number , addition of event pqs: wrong technique in device usage process. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.